Manufacturer narrative:
The insulin pump was received with a no motor movement alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify an error in the motor was detected by reading unexpected value from hall sensor alarms, unexpected motor noise and delivery error due to no motor movement alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor motion error (gearbox lockup). Customer's blood glucose value was 211 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.